Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was shocked and wanted to know what this could have caused it. Patient had no other symptoms. Patient was encouraged to check with physician, and apparently had an appointment with their physician the next day. The device remains in use. No further patient complications have been reported as a result of this event.